Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012560555 was returned and analyzed. Visual inspection was performed. On the spiral array segment, a knotted array was observed and electrode #1 was observed to be displaced. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function was limited in its full range of motion due to a knotted array. The electrical continuity test revealed an open loop on the electrode #1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the array segment, an electrode wire to electrode #1 detachment was observed. In conclusion, the reported knotted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to a knotted array, a displaced electrode, and electrode wire detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter array became knotted. The physician was able to ablate the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) without difficulty. However, there was difficulty in advancing into the right inferior pulmonary vein (ripv), although ablation was still possible. Upon attempting to advance again in the ripv, the physician noted that the catheter was not moving as expected. After confirming the circular shape of the catheter by advancing into the lspv, the physician continued to experience difficulty with the ripv and decided to abort the procedure. The patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.